Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the display screen remained blank when the pump was powered on. The complaint of line through display could not be adequately investigated due to the blank screen. Unrelated to the original complaint, investigation revealed that the display was cracked. A test display was inserted and the test display functioned normally.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. The screen reportedly could not be read safely due to the line(s). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.